Manufacturer narrative:
B3: used the first date of the month of the aware date as no event date was provided. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon break occurred. The stenosed target lesion was located in the left anterior descending artery. A 7.0 x 60, 75 cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon break. The procedure was completed using with another of the same device. There were no patient complications as a result of this event. It was further reported that the balloon has an air leak.

Manufacturer narrative:
B3: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon break occurred. The stenosed target lesion was located in the left anterior descending artery. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon break. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.